Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the very tortuous and calcified left femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported,